Event description:
The account stated that the wrong hiv result was reported outside of the laboratory due to human factor error. In 2005, a pt specimen tested axsym hiv-1/2 go reactive, but was reported out of the laboratory as hiv negative. In 2006, the pt tested axsym hiv- 1/2 go reactive. The specimen from 2005 was retrieved and again tested axsym hiv-1/2 go reactive. After investigation, the laboratory discovered something went wrong with the data system at the laboratory when the incorrect result was reported. The account stated the incorrect result was not from the axsym analyzer. The way the result was handled from the axsym analyzer to reporting out of the laboratory was due to human factor error.

Manufacturer narrative:
Evaluation of complaint is not complete at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.